Manufacturer narrative:
Per the user guide: do not ignore how you feel. If your glucose alerts and readings do not match what you're feeling, use your blood glucose meter to make diabetes treatment decisions or, if needed, seek immediate medical attention. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 547 mg/dl and an insulin injection was administered to address bg. After the continuous glucose monitor sensor was not operational, customer was not monitoring bg using a glucose meter. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.